Manufacturer narrative:
Title: comparative outcomes of video-assisted thyroidectomy and traditional open surgery: a 5-year analysis of a single center exper ience author: kenzo ohara date of publication: 11 november 2024 https://doi.org/10.1016/j.bjorl.2024.101539 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective review of 449 cases of thyroid lobectomy between 2017 to 2019 compared outcomes of vide o-assisted neck surgery to traditional open surgery. Ligasure or a competitor product was used to ligate the superior thyroid artery and vein. Potential device related complications include recurrent laryngeal nerve (rln) palsy, accidental rln transection, seroma, tracheal perforation, postoperative bleeding, and flap perforation. Interventions mentioned included immediate rln reconstruction.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.